Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that there were 58 occurrences of foreign matter, 4 occasions of defective markings, and 244 occurrences of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x44. Defective marking x4. Dirty shield x8. Black spot in tube x6. Air bubbles in gel x244.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, damaged tube, defective marking, dirty shield, black spot in tube, smear on tube and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Fm in gel, damaged tube, defective marking, dirty shield, black spot in tube, smear on tube and air bubbles in gel h3 other text.

Event description:
It was reported that prior to use it was discovered that there were 58 occurrences of foreign matter, 4 occasions of defective markings, and 244 occurrences of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x44, defective marking x4, dirty shield x8, black spot in tube x6, air bubbles in gel x244.